Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During an interventional procedure, the user reported that no image was available in the exam room and the system was in bypass mode. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure or malfunction was identified. Examination of the log files showed that the system went into bypass mode because the image acquisition system (ias) was temporary down. After manual reboot initiated by the operator, the system recovered and further imaging was possible, as intended. The operator decided to relocate the patient to another system. The service records indicate that the technician on-site performed h/w checks (stressed the inventory) and reseated all cables. During and following service intervention there was no further occurrence of the system entering bypass. The examination of the system logs one week before and two weeks after the identified event confirms that the error did not recur. Any uncertainty may have been corrected by the technician who replaced the cables. As the error mentioned in the complaint did not recur after service intervention, the manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.